Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared; however, pump time was incorrect. Tandem technical support assisted customer in correcting time and customer successfully resumed insulin therapy. Customer¿s blood glucose level was between 207-217 mg/dl.